Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, moisture was observed behind the display lens. A leak test was performed and a leak was identified at a crack at the top right corner between the display lens and pump seal and at a crack at the bottom right corner between the keypad and pump seal. The pump cover was opened and moisture was observed throughout the pump casing. Unrelated to the original complaint, the battery compartment was found to be cracked from the case seal traveling to the grip pad. No leaks were identified in the battery compartment. The display was found to be dim with reddish text.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture ingress was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.